Event description:
It was observed that during the device evaluation, the camera head had poor image due to cable disconnection. There was no patient involvement.

Manufacturer narrative:
The device evaluation found poor images due to cable disconnection. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the cable disconnection from the damaged part caused the communication failure, which resulted in the image failure. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.